Event description:
It was reported that the lead was explanted due to a persistent infection that had been recurring since the patient's generator explant occurred. Device history record for the lead was reviewed and showed that the lead was sterilized and passed all specifications prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent a vns generator explant surgery due to a chronic infection at the vns generator site. A tunneler was utilized to reposition the lead to a different location with the intent to reimplant once infection has healed. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. Follow up with the company representative revealed that the patient had chronic infections that all stemmed from a mastectomy surgery per the physician. The previous infections reported for the patient was reported in MFR. Reports # 1644487-2018-00297 and #1644487-2018-00743. No additional relevant information has been received to date.